Event description:
It was reported that one day post implant high impedance was observed with the right ventricular (rv) lead. Therefore the rv lead was repositioned, however unable to get good placement due to the lead being too short. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. The lead proximal, distal and defibrillation conductor had blood as well as blood on the distal end electrode. The helix was bent and the lead outer insulation and tubing overlay was cut. The lead insulation overlay tubing had blood ingression and the lead had apparent explant damage. (B)(4).